Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user reported that their humapen memoir device was not functioning and there were display problems. The user returned the actual complaint device (lot 0907c03, manufactured july 2009) for investigation. A detailed investigation found a cracked lcd cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action cracked lcd cable. A corrective action was implemented in (B)(4) 2010 (B)(4). There is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication via a humapen memoir insulin delivery device. The pen was reported to be not functioning. There were unspecified display problems. The pen was returned to the manufacturer (B)(4)-2011 and missing segments in the dose numbers were observed. This humapen memoir was associated with product complaint (B)(4). The user, the user's training status, and the device duration of use was not reported. Update (B)(4)-2011: additional information received (B)(4)-2011 via the global product complaint database. Added device specific safety summary.

Event description:
(B)(6). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for an unspecified indication via a humapen memoir insulin delivery device. The pen was reported to be not functioning. There were unspecified display problems. The pen was returned to the manufacturer (B)(6) 2011 and missing segments in the dose numbers were observed. This humapen memoir is associated with product complaint (B)(4) / lot 0907c03. The user, the user's training status, and the device duration of use was not reported.